Event description:
It was reported that a malfunction occurred on the customer's pump, with no notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level. The customer experienced an unstable phone connection and planned to call back later to perform a pump reset.